Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, reported that patient faced 5 infusions set off during use. Insertion area was cleaned, air dried and free from hair. Infusion set has been for 2 days. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1936474 - device 5 of 5